Event description:
It was reported that a user experienced recurrent hyperglycemia while using the ilet, including an incident with a reported blood glucose level up to 400 mg/dl and periods out of range for approximately 2 to 4 hours; the family reported challenges with the device¿s learning period after multiple device replacements and expressed preference for a system allowing precise carbohydrate entry. Customer care provided support that included troubleshooting and education. Investigation of this case revealed that the glucose rose high after meals during learning periods and that the ilet delivered corrections with subsequent low blood glucose, with the device providing high and low alerts. No symptoms reported during the event. Outcomes included no need for outside assistance and no medical intervention. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned by issuing alerts and administering corrections as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.